Manufacturer narrative:
(B)(4). The customer reported the device was discarded. The lot number was not identified; therefore, a device history record review could not be performed.

Event description:
Device issue: difficult to remove. Time of device issue: during vessel closure. Adverse event: claudication, occlusion, thrombus, surgical intervention, hospitalization. It was reported that a physician trained in the use of the starclose se device achieved arteriotomy closure of the moderately calcified common femoral artery after a diagnostic procedure. Reportedly, after clip deployment, difficulty was encountered removing the device. The device was "pulled from the tissue tract for removal." No bleeding was present, indicating the starclose se device clip achieved hemostasis. Approx four hours after the procedure, the pt developed leg discomfort diagnosed as claudication. On (B)(6)2010, a peripheral angiogram runoff revealed the vessel was "occluded by 75%." A revascularization of the vessel was attempted, but after multiple treatments with a non-abbott dilatation catheter, the 75% occlusion remained. During surgical intervention on (B)(6)2010, the vessel was found to have a moderate amount of calcified plaque disease at the access site and down the leg with the presence of thrombus. The thrombus was removed and the vessel was surgically repaired. There were no reported adverse pt sequelae. The pt was reported to have recovered from the surgery with "good results." No add'l info was provided.